Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose was unknown. Troubleshoot was performed for blank display however the display did not return. Advised to discontinue use of the insulin pump and advised to revert to backup plan. The insulin pump will be returned for analysis

Manufacturer narrative:
All operating currents are within specification. Unit passed off no power test, displacement test and self test. No unexpected blank display noted during testing. Unit functioning properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and stained end cap sticker.